Event description:
The customer reported obtaining elevated access accutni+3 results for multiple patients from the access 2 immunoassay analyzer. Repeat testing of the patient samples on the original access 2 analyzer and an alternate access 2 analyzer produced lower results. The customer stated that the results were reported out of the laboratory. However, the customer is unaware of any change or affect to patient treatment in connection with this event. All system parameters including quality control (qc), calibration curve, and system checks performed within assay and instrument specifications at the time of the event. The access accutni+3 reagent was used in conjunction with the access 2 immunoassay analyzer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site and evaluated the instrument. The fse performed a patient correlation and recovered similar correlation for both analyzers. The fse also performed high sensitivity and routine system checks, ran quality control (qc) samples, and obtained passing results within the assay and instrument specifications. The laboratory manager and fse agree, due to passing verification of the analyzer, that the cause of the erroneous accutni+3 results may have been attributed to pre-analytical sample handling operator error. However, there was no direct evidence of sample integrity issues for this event. In conclusion, the cause of the non-reproducible accutni+3 results cannot be determined with the available information. There is no indication that the accutni+3 reagent was returned for evaluation.